Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. X-smart head assembly, sav various mechanical problem, corroded. X-smart head cap, sav bad maintenance (user). There is some rust on the head cap. X-smart neck, sav other, rotation not fluid. X-smart cartridge, sav other, file does not fit. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a x-smart contra angle won't hold files; no injury resulted.